Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported there was a (B)(6) at the scar level. The patient had a fever of 100.4 degrees fahrenheit since (B)(6) 2016. The patient was given antibiotics and the event resolved on (B)(6) 2016. The event was assessed as non-serious and linked to the procedure. Medical history included neurologic urinary incontinence since 2011.

Event description:
Additional information received reported the patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The event was related to the neurostimulator and lead. The system was explanted on (B)(6) 2016, antibiotics and antalgic medication were given to the patient, and the event resolved on (B)(6) 2016. It was noted the lead was explanted due to risk of infection on (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received reported that the patient was reimplanted on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3093, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 3093, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information received from the healthcare professional (hcp) in a clinical study via a manufacturer representative (rep) reported an infection at implant site scar with staphylococcus. There was information that the device was explanted on (B)(6) 2016 and was replaced/reimplanted on (B)(6) 2016. The infection was treated by the explant of the system (stimulator and lead) on (B)(6) 2016 and antibiotics. The issue was reported to be resolved on (B)(6) 2016. Relevant medical history includes neurologic urinary incontinence since 2011. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported purulent discharge and an infection at the implant scar level since (B)(6) 2016 which was treated by antibiotherapy. The event was ongoing. It was later reported the infection was at the level of the orifice of the temporary lead, noting staphylococcus aureus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported the sponsor assessed the event as device related.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to the neurostimulator and the extension. No further patient complications have been reported as a result of this event.